Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The dragonfly opstar imaging catheter device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad). The bmw universal guidewire was advanced to the distal lad and into a small diagonal branch. The dragonfly opstar imaging catheter was advanced and an optical coherence tomography (oct) run was obtained. When removing the oct catheter, the guidewire was unintentionally withdrawn with the dragonfly catheter to the point that the coil of the guidewire was inside the rapid exchange portion of the dragonfly catheter and the guidewire tip was observed to have separated. A fluoroscope was used to locate the separated tip, it was retained inside the proximal shaft of the guiding catheter and inside the hemostatic valve. The hemostatic valve with the coil tip in it, were removed. It is believed that when the dragonfly catheter was removed the bmw coil prolapsed, and became entangled in the dragonfly catheter. When the doctor withdrew the dragonfly catheter, the guidewire withdrew with it, all the way into the guide catheter. When the dragonfly catheter was removed from the hemostatic valve, the coil of the wire separated and remained inside the guide catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to procedural circumstances. It is likely that during the procedure, the clearance between the bmw universal guidewire and dragonfly opstar imaging catheter was reduced causing the devices to become stuck together. When the dragonfly catheter was withdrawn, the guidewire was unintentionally withdrawn with the dragonfly catheter causing the tip of the guidewire to prolapse and separate in the guide catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - correction - catalog # and lot # updated.